Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) was confirmed. As received, the monitor failed testing. Upon evaluation, the q12 insulated-gate bipolar transistor (igbt) had shorted causing high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the test failure is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is the shorted transistor. The root cause for the shorted igtb was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 105.